Event description:
Caller reported a cartridge alarm 20 that occurred during the load process, with no adverse impact on the customer¿s blood glucose level. The issue did not cause blood glucose levels to exceed critical thresholds, and cts confirmed the occurrence of cartridge alarms with consecutive cartridges. In response, cts decided to replace the pump as it was under warranty and instructed the customer on how to put the pump into storage mode for return. The replacement pump was sent, and the customer was asked to return the problematic pump using a pre-paid label within 10 days. The customer planned to continue using the current pump and multiple daily injections as a backup therapy.